Event description:
The lariat was being used to ligate the left atrial appendage. A drop in blood pressure and pericardial effusion developed shortly after the first tensure tightening. There case was unremarkable up until that juncture. A perocardial drain was immediately placed and blood aspirated from the pericardium. Bleeding was managed and the patient became stable. The doctor then made the decision to send the patient to surgery. The patient was placed on pump and the surgeon reported a laceration perpendicular to the suture location approximately 4mm in length that was successfully repaired. The patient was reported to be recovering normally following surgery.